Event description:
It was reported by the patient's husband that while running an electrogram, the physician of the emergency room could not detect the patient's implantable pulse generator (ipg). There was speculation that the ipg was not working. Follow up was attempted to determine if there was an allegation against the ipg, but attempts were unsuccessful. Records indicate that the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).